Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument got stuck in a weird angle and surgeon was not able to rotate it. Additionally, the instrument wires were frayed. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information on 12-feb-2026: the issue occurred during the procedure and no fragment fell into the patient¿s anatomy. There was no patient harm due to this event.